Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer's blood glucose level was 500 mg/dl at the time of the incident. The customer stated that there were no significant events that could led to the motor error alarm. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump passed the displacement, basic occlusion, prime, operating currents, self test and off no power tests. However, the pump was received stuck in a motor error alarm loop during the bolus delivery and a motor position encoder error alarm was confirmed in the history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.